Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17476, 3006705815-2022-17478. It was reported that the patient's ipg became inoperable and both leads had high impedances. Reprogramming was unable to resolve the issue. X-rays revealed that one lead was cut and the other lead had migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.